Event description:
It was reported through litigation process that two months and sixteen days post a port placement, the patient allegedly developed with infection. It was further reported that the patient was allegedly diagnosed with severe sepsis and experienced septic shock. Furthermore, the infected port was removed and replaced. Reportedly, the patient was expired, and the cause of death was not provided.

Manufacturer narrative:
H10: date of death for this patient was not provided, date of death updated as (B)(6)1900 for the MDR submission requirement. H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. However, a medical record was provided for review. Based on this medical record, the infection and sepsis are confirmed. However, the medical records did not contain information on the patient death, and no death certificate was provided. The cause of death is currently unknown. Therefore, the investigation is inconclusive for the reported patient death. The relationship between the device and confirmed infection and sepsis and reported patient death is unknown. The medical records do not contain definitive reasoning that the device was the cause of the failure. Therefore, based upon the available information, the definitive root cause for the event is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that two months and sixteen days post a port placement, the patient allegedly developed with fungal infection with the blood culture resulted the presence of candida glabrata yeast. It was further reported that the patient was allegedly diagnosed with severe sepsis and experienced septic shock. Furthermore, the patient was started on lipopeptide antifungal drug and vasopressin, and the infected port was removed and replaced. Reportedly, the patient was expired, and the cause of death was not provided.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as death. H10: date of death for this patient was not provided, date of death updated as (B)(6) 1900 for the MDR submission requirement h10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through the litigation process that sometime post a port placement, the patient allegedly developed infection. However, the current status of the patient is unknown.